Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted that the supera peripheral stent system instructions for use, states: should unusual resistance be felt at any time during stent deployment, the entire system should be removed together with the introducer sheath or guiding catheter as a single unit. The outer sheath should not be restrained during stent deployment. The supera peripheral stent system is not designed for repositioning of the stent once deployment has been initiated and there is full vessel wall apposition. In this case, it was reported that the physician inadvertently pulled the stent backwards which resulted in elongation of the stent. During retraction it is likely that handling and/or manipulation resulted in the stent to fully deploying in the y-connector of the guiding catheter sheath. The investigation determined the reported failure to deploy the stent and stent deformation appears to be related to inadvertent user error. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the femoral artery. The vessel diameter was 5.0 - 6.0 mm and a 6 french 30 cm sheath was placed. The vessel was prepared with a 50 x 150 mm non-abbott balloon catheter inflated to 12 atmospheres for a minute. A 5.5 x 150 mm supera self- expanding stent was being deployed when the self -expanding stent system (sess) was inadvertently pulled backwards elongating the stent. The deployment lock was unlocked and the thumb slide advanced to the most distal portion on the handle. There was no reported problem with the deployment mechanism of the sess. As the stent was only deployed 30%, the stent was withdrawn partially deployed under fluoroscopy with the sess; however, the stent fully deployed in the y-connector of the non-abbott guiding catheter [sheath]. The stent was simply manually removed with the y-connector and a new unspecified stent was deployed successfully to treat the lesion. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.